Manufacturer narrative:
A review of the complaint history for s/n: (B)(6) was performed in salesforce which did not locate similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number: (B)(6), covering the manufacturing period beginning on 05feb2019 to the present date, was conducted. The review confirmed that no manufacturing nonconformance's or production-related failures were identified that correlate with the customer-reported issue. The reported condition is a preventive maintenance and/or routine inspection for replacement. The device was initially evaluated by the field service engineer (fse) according to work order: (B)(4), the fse reported that field service preventative maintenance performed. During dchu visual inspection: p/n: 150825-01: was received with no signs of physical damage or missing components p/n: 151622-01: both parts were received with no signs of physical damage, fluid ingress, loose or missing components. P/n: 151630-01: both parts were received with no signs of physical damage, fluid ingress, loose or missing components. P/n: 151903-01: the part was received with signs of thermal damage on component u300. During dchu testing p/n: 150825-01: passed the dmm and hta testing. P/n: 151622-01: sn: (B)(6): passed the dmm and hta testing. Sn: (B)(6): failed the dmm testing due to low resistance measurement between tp502 and tp505. P/n 151630-01. Sn: (B)(6): failed the dmm testing due to a faulty component (f201). Sn: (B)(6): failed the dmm testing due to a faulty component (f201). P/n: 151903-01: the testing from dchu was not necessarily due to the thermal damage observed on component u300 during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint was due to: a short circuit on diode d501 and mosfet q501 which led to circuit instability and compromised the drawer's functionality. A faulty component f201 on both "pcba pmc v1.06/v0.09bl hh", p/n: 151630-01 received, which compromises the proper functionality of the whole assembly thermal damage to component u300 on the full height cubie pmc (p/n: 151903-01) circuit board resulting from an electrical failure. This damage compromised the communication and control signals responsible for managing the cubie pockets, leading to their malfunction.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es required preventive maintenance. As per part investigation, it was determined that there were short circuit on diode d501 and mosfet q501, faulty component f201 on both pcba pmc and thermal damage to component u300 on the full height cubie pmc. There were no adverse events or injuries reported based on this event.